Manufacturer narrative:
He device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. The device history record has not completed. Complaint histories for all reported events are reviewed against trending control limits, on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported when this swan ganz cco catheter was used for thoracoabdominal aortic aneurysm repair there was propofol leakage noted from the optical module connector. No additional treatment was required for this medication leakage. There was no further information available. There was no allegation of patient injury.

Manufacturer narrative:
One swan ganz catheter was returned for evaluation. Customer report of leakage issue was confirmed. As received, a clamp was attached at the extension tube of the optical module connector. After removing the clamp, the extension tube and optical fibers were found to be broken. When air was injected into the infusion lumen, leakage was observed from a broken area of the extension tube. The catheter was found to have an interlumen leakage in the catheter body at around 83 cm proximal from catheter tip between the infusion lumen and optical fiber lumen. No leakage was found from the catheter tip. Pulmonary artery distal and proximal injectate lumens were patent without any leakage or occlusion. No other visible damage or inconsistency was observed from the catheter body, balloon, and returned syringe. The balloon inflated clear, concentric, and remained inflated for more than 5 minutes without leakage. The device history record review was performed and no manufacturing non conformances were identified associated to the reported malfunction. There are manufacturing controls to avoid potential causes related to the malfunction that include 100% leak test and an optical attenuation check is performed to challenge the functional part of the connector. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established.